Event description:
A customer contacted beckman coulter inc., (bec) to report obtaining erroneous low neutrophil% and high eosinophil% without instrument generated flags on the unicel dxh 800 coulter cellular analysis system for a specific patient as compared to a manual differential count. Review of the printouts also showed erroneous low monocyte results for this sample. The same patient specimen was rerun on the same instrument and recovered higher neutrophil%, monocyte% and lower eosinophil% results. These results were not reported out of the laboratory. The customer reported a manual differential as the reference for this sample. The manual differential results have been requested, but have not been received. Patient results are provided in this report. The erroneous differential results were not reported out of the laboratory. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Information regarding the specimen has been requested, but has not been received. Controls are run 2 times a day. The controls were run before, but not after the event with acceptable quality control (qc) performance. The unit is currently performing within qc specifications with respect to controls and reproducibility. Previous samples were rerun to confirm accuracy back to last set of controls. Raw data analysis revealed that the algorithm detected a negative shift of the lymphocyte population. The misclassification of cells observed in the first run suggests that borderline features triggered the incorrect classification of cells for the first run. Per labeling: beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. The root cause is the specimen showed borderline conditions for the algorithm to trigger blast flagging.